Event description:
A gore propaten vascular graft reportedly thrombosed. This is all the info gore has received to date; further investigation is pending.

Manufacturer narrative:
This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued 2008; therefore, gore is reporting this as a 5-day reportable event.